Event description:
Nidek received a complaint from the customer on (B)(4) 2014. Customer reported that the laser yc-1800; sn (B)(4) has not been working properly. The laser energy is being delivered too diffusely. Customer mentioned that there is too much energy anterior and posterior to the center of focus.

Manufacturer narrative:
The device has not been returned to nidek. The inspection has not been done yet, so the results of evaluation are not available. Nidek contacted the customer to verify the complaint and also confirmed that at this point, none of the surgeons have reported a patient injury due to the laser. If additional significant information is received at a later date, a follow-up report will be submitted. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.